Event description:
A report was received that the patient was experiencing discomfort caused by the clik anchor. The patient underwent an anchor revision wherein the physician backed up the set screw too far and the screw came out of the clik anchor. The physician left the clik anchor implanted and added a 1 cm silicon anchor. The patient was reportedly doing well post-operatively.